Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's right ventricular lead exhibited out of range high lead impedance. The lead was explanted and replaced. The patient was doing fine and was stable post procedure.

Manufacturer narrative:
A partial lead distal portion was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.